Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a built-in safety feature, educated them on necessary actions such as manually restarting cgm sessions and reloading the cartridge, and assisted in resuming insulin. The caller understood and acknowledged the information provided.